Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller of the cts minimum fill recommendation for their pump. The customer received guidance on the minimum fill recommendation from support and proceeded to successfully load a new cartridge onto the pump, resuming insulin delivery.